Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump was over delivering. The customer¿s blood glucose level was 45 mg/dl. Customer treated with food. Troubleshoot was done for low blood glucose and over delivery. The drive support cap appears normal. The insulin pump will not be returned for analysis.